Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use an bd preset¿ eclipse¿ abg syringe with needle and luer-lok tip, was found with the root of the needle installed improperly. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for root of the needle installed improperly with the incident lot was observed. Evaluation of the customer samples was performed and root of the needle installed improperly was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for root of the needle installed improperly with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and root of the needle installed improperly was observed. Root cause description: based on the investigation, a root cause could not be determined.